Event description:
While in the process of replacing my continuous dialysis (cvvh) dialysate bags, I opened the plastic packaging of one bag to find it was leaking from the corner before I had even attempted to burst the dialysate "sac" to mix the fluids. It was a rfp-400 bag, lot # q2008494.